Event description:
It was reported the patient is experiencing pain at the right ipg pocket site. It was also reported the area gets warm and uncomfortable if the device is turned on. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.